Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of false detection of a loaded set through observation during evaluation. Evaluation found that the device recognized a loaded set at points #3 and #4 when the set had not been loaded. Evaluation determined the cause to be a failed input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
During baxter's evaluation it was found that a spectrum pump experienced a false detection of a load set. There was no pt involvement.